Event description:
It was reported that during a coronary stent procedure, crossing difficulties were encountered. The physician had attempted to direct stent a lesion in a saphenous vein graft to the diagonal artery. He was unable to cross the lesion and while attempting to withdraw the system, the stent stripped off of the delivery device in the guide catheter. The entire system was removed without incident. No patient injuries or complications were reported.